Event description:
It was reported that during a da vinci s surgical procedure, the site experienced system error code #3500. The site pressed the fault override button and disabled one of the pt side manipulator (psm) arms, however, the fault recurred. The site contacted isi and a technical support engineer (tse) attempted to instruct the site on restarting the system to gain access to the arm, when the site made the decision to discontinue troubleshooting. Approximately 4 hours into the procedure, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering did not find system error code #3500, but did find system error code #23005 and #26005 present in the system error logs. It was suspected that system error code #23005 and #26005 were due to a user induced arm collision during use. The field service engineer tested the system and found it to be working to manufacturers specifications with no defects or malfunction. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23005 appears when the da vinci s safety system determines that a condition exist where the system was generating an unexpectedly high amount of output power. This error is intended to detect extremely rare failures in the internal memory or the processor that controls the robot motors. System error code #26005 appears when a manipulator has been disabled by the user. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". As of october 15, 2009, there have been no reported recurrences of the issue at this hospital.